Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Toxic shock/menstrual shock syndrome [toxic shock syndrome] staphylococcus aureus septic shock [staphylococcal sepsis] shock with severe hypotension [shock] urine culture (taken after 1 dose of ceftriaxone): 80-90,000 cfu/ml s. Aureus methicillin sensitive [staphylococcal infection] fluctuating gsc of 11-13-gcs, glasgow coma scale [coma scale abnormal] fluctuating levels of consciousness [consciousness fluctuating] incomplete staphylococcal toxic shock [toxic shock syndrome staphylococcal] viral gastroenteritis [gastroenteritis viral] slight fever/37-38/high fever...39.9/fever of 40ºc-celsius [pyrexia] c-reactive protein continued to rise/crp 204.56 mg/ dl, 104 mg/l, 49 mg/l/elevated crp [c-reactive protein increased] feel ill with nonspecific digestive symptoms [gastrointestinal disorder] diarrhea [diarrhoea] abdominal pain [abdominal pain] discomfort [discomfort] stomachache [abdominal pain upper] lung damage/pulmonary condensation [lung disorder] kidney damage [renal disorder] coagulation problems [coagulopathy] vomiting [vomiting] low blood pressure [hypotension] dizzy [dizziness] syncopal episode [syncope] calcium 8.2 mg / dl, 8 mg / dl [blood calcium decreased] na 134, 134.9 [blood sodium decreased] urine systematic: density 1,020; leukocytes 500/1; nitrites negative; urobilinogen 8 mg/dl; bilirubin 1 mg/dl [urine analysis abnormal] creatinine 1.03 [blood creatinine increased] hct 30.3%, 29.5% [haematocrit decreased] referring pain in the left iliac fossa [abdominal pain lower] urea 27, 42.6, 26.8 mg/ dl, 25 mg/ dl [blood urea increased] hb 10.2, 10.5, 10.3-hemoglobin [haemoglobin decreased] 95.4% neutrophils [neutrophil count increased] lymphadenitis [lymphadenitis] discrete splenomegaly [splenomegaly] alveolar infiltration, possibly pneumonic, (with an atelectatic component), which globally affects the left lower lobe [lung infiltration] free intra-abdominal fluid [intra-abdominal fluid collection] slight increase in the thickness of the omentum [peritoneal thickening] (alveolar infiltration, possibly pneumonic,) with an atelectatic component, which globally affects the left lower lobe [atelectasis] segmental, subsegmental broncho-pneumonic condensations, affecting posterior segments of the right lung [bronchial disorder] thymic remnant of a significant caliber [thymus disorder] moderate hepatosplenomegaly [hepatosplenomegaly] edematous engorgement of periportal spaces without hepatic vascular pathology or biliary tract dilatation [periportal oedema] air-fluid level in the bladder (may be due to a patient who was catheterized with the retrograde introduction of gas into the bladder) [bladder disorder] oral tolerance was attempted unsuccessfully [hypophagia] discrete visible ascites, it may be reactive [ascites] hyperlactatemia [hyperlactacidaemia] lymphadenopathy [lymphadenopathy] tachycardia [tachycardia] oliguria [oliguria] metabolic acidosis [metabolic acidosis] shivering symptoms [chills] tachypnea [tachypnoea] paralytic ileus [ileus paralytic] fluid overload [hypervolaemia] renal failure of a probable pre-renal cause [renal failure] neutrophilia [neutrophilia] pulmonary congestion [pulmonary congestion] leukocytosis [leukocytosis] bacteriuria by leakage [bacteriuria] multifactorial anemia [anaemia] significant bilateral pleural effusion with a reactive appearance, without thickening or enhancement of the pleural serosa [pleural effusion] history of a tampon placed for 24 hours - tampax [device use issue]. Case narrative: a spontaneous report was received on 11-sep-2024 via e-mail from a parent of a 13-year-old female who used tampax tampons compak regular-normal (unspecified date) and suffered from toxic shock 10 days ago (sep-2024). Her doctor recommended that she not use tampons again. It was unknown if this version of the product had been used previously and unknown if product use was continued. The event and case outcomes were recovered (sep-2024). Relevant history: none reported. Concomitant product(s): none reported. No further information was reported. 12-sep-2024 received digital safety assessment survey: she began using the tampax tampons on 26-aug-2024 and experienced stomachache, vomiting, diarrhea and a mild fever, beginning (B)(6) -2024. On 29-aug-2024, she experienced extreme low blood pressure, kidney damage, coagulation problems, lung damage, and a fever of 40 degrees c (celsius). It was confirmed that the adverse event of toxic shock began on (B)(6) 2024. She spent 7 days total in the emergency room, accident & emergency, urgent care, hospital clinic or hospital (beginning 2024). Treatment included: fluid therapy, antibiotics, and inotropics. A CT (computed tomography) and resonance (magnetic resonance imaging) were done with no results provided (2024). Hospital discharge occurred in (B)(6) 2024. Details of device use were 1 unit (every) 2 ¿ 4 hours. Device usage was stopped on 29-aug-2024. The newly added events were recovered. All previously reported events and case outcome remained recovered. No further information was reported. 12-sep-2024 follow up received via e-mail: her mother further described the hospital interaction as an acute hospitalization episode ¿that included a transfer to the¿ ICU (intensive care unit). Her daughter had an appointment with a private gynecologist tomorrow. Relevant history: as soon as she had her period, the mother recommended using tampax and, despite the daughter¿s young age, she used them without a problem. No further information was reported. 17-sep-2024 follow up received via e-mail: the mother summarized her daughter's medical information related to the ¿menstrual shock syndrome.¿ the daughter¿s period started on sunday, august 25th. On 28-aug-2024, she began to feel ill with nonspecific digestive symptoms that included abdominal pain and a slight fever (37-38-celsius). Her mother did not suspect that it was a shock syndrome and so throughout wednesday (28-aug-2024) and thursday (29-aug-2024), she continued using tampax. The night from wednesday to thursday (aug-2024), she experienced discomfort. On thursday morning (29-aug-2024) her temperature was 39.9 (celsius) and they went to the emergency room (ER, (B)(6) 2024), where she was diagnosed with viral gastroenteritis (29-aug-2024). On thursday night (29-aug-2024) her condition worsened and that night she went into shock with severe hypotension (B)(6) 2024) that required admission to the ICU. At that time the tampon was removed, and no exudate was collected. She was started on various antibiotics for suspected septic shock. By saturday (31-aug-2024) her c-reactive protein continued to rise, and toxic shock was suspected. Hospital discharge occurred after 7 days on (B)(6) 2024. All newly reported events recovered (2024). All previously reported events and the case outcome remained recovered. Relevant history: the daughter started her period 5 months ago and had been using regular tampax compact for three months. She used tampax normally. No further information was reported. (B)(6) 2024 received medical discharge report: a doctor signed the medical discharge report on (B)(6) 2024 and reported that on (B)(6) 2024, a 13-year-old patient came to the ER (emergency room) who had diarrhea and vomiting for 24 hours, and a fever. She was admitted to the ER with a fever, and she vomited. Treatment included: IV (intravenous) hydration, IV ondansetron, serum therapy, and a tolerance test (later clarified as an oral tolerance test) which was unsuccessful. An abdominal ultrasound was performed due to abdominal pain in ¿fii,¿ later confirmed to be the left iliac fossa (B)(6) 2024 , and the conclusion was discrete splenomegaly, lymphadenitis, and lymphadenopathy (all beginning 29-aug-2024). Labs included: hb (hemoglobin) 13, hct 37% (hematocrit, normal), wbc (white blood cell count/leukocytes) 12380, platelets 186,000, crp (c-reactive protein) 85, glucose 99, urea 27 mg/dl (milligrams per deciliter, elevated), creatinine 0.78 (mg/dl, normal), na 134 mmol/l (sodium, millimole per liter, depressed), k (potassium) 3.2. The lab results from the report that contained no unit of measure were unable to be assessed. Her temperature decreased, and she was clinically improving, so it was decided to discharge her. When she reached her car, she felt dizzy and had a syncopal episode, so she returned (to the ER). It was then decided to admit her to the pediatric ward for suspected infectious gastroenteritis for IV hydration and clinical monitoring. Relevant history: no significant history. During the first hours of admission, she remained stable, with a low-grade fever. The physical examination was within normal limits (wnl) except for referring pain in the left iliac fossa. Neurological and pulmonary examinations were normal. Approximately 8 hours later, she had dizziness when she got up to go to the bathroom. Hemodynamic monitoring noted tachycardia and hypotension and (unspecified) IV therapy of ¿ssf up to a maximum of 40 ml/kg¿ was started. She developed shivering symptoms, and the ICU (intensive care unit) was notified due to suspicion of sepsis. It was decided to admit her to the ICU. IV doses of ceftriaxone were administered. She was admitted to the ICU for hemodynamic instability and the presence of possible septic shock refractory to fluids. She was on continuous cardiorespiratory monitoring. A left femoral arterial catheter and a right femoral venous catheter were placed under sedation and ultrasound guidance. Dopamine was given at a maximum of 7 mcg/kg/min (microgram per kilogram per minute) via a peripheral line, and norepinephrine at a maximum of 0.4 mcg/kg/min, which was decreased until it was withdrawn on the 4th day due to good blood pressure control. She had metabolic acidosis with hyperlactatemia on admission, which was corrected before discharge. She required maximum respiratory support with oxygen therapy through high-flow nasal cannula up to a maximum of 15 l/min (liters per minute) and fio2 (fraction of inspired oxygen) 0.3, for tachypnea and the need for oxygen therapy in the context of initial shock and pulmonary congestion. She had renal failure (of a probable pre-renal cause) in a situation of oliguria in the first 72 hours (2024). Furosemide was started, both in continuous infusion and in boluses. The renal function parameters, with a maximum creatinine of 1 mg/ dl (milligram per deciliter), normalized by discharge. She was maintained on an absolute diet for the first 24 hours, with fluid therapy adjusted to basal needs. Clinical and ultrasound signs of fluid overload progressively improved until neutral balance was achieved. The ionogram was within normal range and did not require correction. There was a clinical situation of paralytic ileus, which resolved with good oral tolerance to both liquids and solids prior to discharge. Labs drawn in the ICU were: hb 10.2 g/dl (grams per deciliter, depressed), leukocytes 6310, 95.4% neutrophils (percent, elevated), platelets 117,000, inr (international normalized ratio) 2.03, aptt (activated partial thromboplastin time) 34.4, glucose 116, creatinine 1.03 mg/dl (elevated), urea 42.6 (elevated), sodium 134.9 (mmol/l, depressed), potassium 3.75, crp 99.04, ionic calcium 4.21, lactic 3.3 (venous). Results of urine systematic test included: density 1,020, ph 6.0 (normal), leukocytes 500/¿l, nitrites negative, proteins 75 mg/dl (abnormal), urobilinogen 8 mg/dl, bilirubin 1 mg/dl. Remaining results (for unspecified values) were negative. The labs from the report that contained no unit of measure were unable to be assessed. She had a situation of severe sepsis compatible with incomplete staphylococcal toxic shock. Analytically, she presented leukocytosis with neutrophilia and an elevated crp compatible with this condition. She had a history of a tampon placed for 24 hours, without presenting vaginal discharge when it is removed. Microbiological isolation was obtained of staphylococcus aureus methicillin sensitive in urine in probable relation to ¿bacteriuria by leakage.¿ there were no other microbiological rescues in blood or conjunctival exudate. Initial antibiotic therapy was given with cefotaxime, clindamycin, and vancomycin. After 48 hours, due to a worsening of analytical results with elevated acute phase reactants, antibiotic therapy was escalated to meropenem, maintaining vancomycin and adjusting the dose according to blood levels. In total, the patient received 2 days of cefotaxime, 3 days of meropenem, 3 days of clindamycin, 7 days of vancomycin, and 1 single dose of ceftriaxone. She received complete topical treatment with tobramycin eye drops due to concomitant acute conjunctivitis. She presented with multifactorial anemia, which had no clinical repercussions and did not require transfusions. The initial self-limited platelet count was in the context of sepsis. Initial coagulopathy required a transfusion of fresh frozen plasma and the maintenance of vitamin k for the first 48 hours. Neurologically, she had fluctuating levels of consciousness during the first 24 hours, with a fluctuating gsc of 11-13 (abnormal). There were no other focal neurological signs. A cranial CT scan was performed (B)(6) 2024), which was normal and ruled out brain involvement. During admission, the patient received sedation and analgesia with dexmedetomidine pc, up to a maximum of 0.5 mcg /kg/h during the first 12 hours, progressively decreasing until its suspension, as well as occasional dipotassium clorazepate and conventional analgesia. She was transferred back to the pediatric ward where she remained clinically stable, hemodynamically compensated, without requiring respiratory support, with a normal neurological examination and afebrile. She completed 7 days of IV vancomycin so it was decided to discharge her to complete treatment ¿vo¿ (po, by mouth). The diagnostic judgement was staphylococcus aureus septic shock. Treatment on discharge was cloxacillin 500 mg (1 tablet) every 6 hours for 7 days. Additional lab data during hospitalization included: (B)(6) 2024 - glucose 107.5, creatinine 0.64 mg/ dl (normal), urea 26.8 mg/ dl (elevated), na + 137.0 mmol/l (normal), k+ 3.8, amylase 172.7 (vn < 100), phosphorus 2.7, crp 204.56 mg/ dl (elevated), calcium 8.2 mg / dl (depressed), lactate 1.1; 01-sep-2024 - hct 30.3% (depressed), hb 10.5 (depressed), glucose 102, creatinine 0.7 mg/ dl (normal), urea 25 mg/ dl (elevated), na + 143 mmol/l (normal), k+ 3.5, amylase 50, phosphorus 4.9, crp 104 mg/l (elevated), calcium 8 mg/ dl (depressed), lactate 0.6. Arterial blood gas: ph 7.42 (normal), pco2 46, p02 164 (0.4), hco3- 29, be(b) -4.7; 02-sep-2024 - hct 29.5% (depressed), hb 10.3 (depressed), platelets 87,000, glucose 97, creatinine 0.5 mg/ dl (normal), na + 145 mmol/l (normal), k+ 3.8, amylase 84, phosphorus 3.5, crp 49 mg/l (elevated), gpt 28 (previously 37), lactate 0.9. Fibrinogen 382, d- dimer 5027. The labs from the report that contained no unit of measure were unable to be assessed. Multiple microbiology tests were performed during hospitalization that included the following results: gabhs (group a beta-hemolytic streptococci) test (2024) negative (normal), (B)(6) (2024) negative, blood culture (29-aug-2024) negative (normal), urine culture (taken after 1 dose of ceftriaxone) (30-aug-2024): 80-90,000 cfu/ml (colony forming unit per milliliter) ¿s.¿ (staphylococcus) aureus methicillin sensitive (abnormal), ocular secretion culture (30-aug-2024) negative (normal), sars cov2 pcr (01-sep-2024) negative (normal). A follow up abdominal ultrasound on (B)(6) 2024 showed no changes except a pleural effusion, free intra-abdominal fluid, and a slight increase in the thickness of the omentum were observed. A thoracic abdominopelvic CT on 31-aug-2024 had 7 findings as follows: 1. Pulmonary condensation / alveolar infiltration, possibly pneumonic, with an atelectatic component, which globally affects the left lower lobe. 2. Segmental / subsegmental broncho-pneumonic condensations, affecting posterior segments of the right lung. 3. Significant bilateral pleural effusion with a reactive appearance, without thickening or enhancement of the pleural serosa. 4. The rest of the thorax, including mediastinum, was within normal limits, with thymic remnant of a significant caliber. 5. Moderate hepatosplenomegaly, edematous engorgement of periportal spaces without hepatic vascular pathology or biliary tract dilatation. No loes [space-occupying lesions of the liver]. 6. Excretory system appears normal. Air-fluid level in the bladder may be due to a patient who was catheterized with the retrograde introduction of gas into the bladder. 7. Discrete visible ascites, it may be reactive. No evidence of an enhancement or thickening of the peritoneal serosa. A chest x-ray on (B)(6) 2024 showed no condensations. All previously reported events remained recovered except lung disorder was changed to improved. The event outcomes for staphylococcus aureus septic shock, urine culture (taken after 1 dose of ceftriaxone): 80-90,000 cfu/ml s. Aureus methicillin sensitive, incomplete staphylococcal toxic shock, calcium 8.2 mg / dl, 8 mg / dl, urine systematic: density 1,020; leukocytes 500/1; nitrites negative; urobilinogen 8 mg/dl; bilirubin 1 mg/dl, hct 30.3%, 29.5%, referring pain in the left iliac fossa, urea 27, 42.6, 26.8 mg/ dl, 25 mg/ dl, hb 10.2, 10.5, 10.3-hemoglobin, 95.4% neutrophils, lymphadenitis, discrete splenomegaly, alveolar infiltration, possibly pneumonic, (with an atelectatic component), which globally affects the left lower lobe, free intra-abdominal fluid, slight increase in the thickness of the omentum, anemia, bacteriuria, leukocytosis, pulmonary congestion, neutrophilia, renal failure, tachypnea, oliguria, tachycardia, lymphadenopathy, ascites, bladder disorder, periportal edema, hepatosplenomegaly, thymus disorder, pleural effusion, atelectasis, and bronchial disorder were all unknown. The event outcomes for oral tolerance was attempted unsuccessfully, creatinine 1.03, hyperlactatemia, metabolic acidosis, shivering symptoms, paralytic ileus, fluid overload, viral gastroenteritis, dizzy, syncopal episode, na 134, 134.9 were all recovered. The case outcome was changed to improved. No further information was reported.